Event description:
Patient was undergoing endometrial ablation, dilation and curettage using a novasure endometrial ablation system (ref # ns2007us, lot # 13l18rb). The handpiece was plugged into the machine and the machine light "array position" was illuminated and would not allow the machine to function. After trouble shooting per manufacturer's guidelines without any change in function of the machine, a second sterile handpiece was opened. The handpiece was plugged in and the machine continued to show the array light and the generator would not function. At this point the surgeon chose to proceed with the endometrial ablation using electrocautery with rollerball. No patient harm.======================manufacturer response for ablation system, novasure endometrial ablation system (per site reporter)